Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for follow up following the completion of radiation treatment. Upon interrogation, an alert for device reset has occurred was displayed. The device was reprogrammed and the follow up was successfully completed. The patient will be monitored.